Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area/pelvic pain') in an adult female patient who had essure (batch no. C55837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal in 2013, miscarriage in 2009, dysuria, right lower quadrant pain, urinary tract infection, female sexual dysfunction, libido decreased, c-section and mood swings. Previously administered products included for an unreported indication: macrobid, testosterone, provera, promethazine, hydrocodone and lorazepam. Concurrent conditions included skin laxity and localized adiposity. Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage ("bleeding: general abnormal bleeding"), abdominal pain ("abdominal pain"), rash ("rash/skin condition") and post procedural complication ("post removal complications"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage and rash had resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, rash and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: patient did not conducted essure confirmation test(per pfs) and hysterosalpingogram with result: essure device was successfully occluded (per summon). Removal date previously reported as (B)(6) 2016. Plaintiff received treatment for pain. Plaintiff received treatment for abdominal pain. Tubal ligation. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. Reporter information added. Device removal date, event outcome updated. Event: post removal complications added. Event 'allergy nos' updated to 'rash/skin condition'. Incident: we received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') in an adult female patient who had essure (batch no. C55837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal in 2013, miscarriage in 2009, dysuria, right lower quadrant pain, urinary tract infection, sexual dysfunction, libido decreased, c-section and mood swings. Previously administered products included for an unreported indication: macrobid, testosterone, provera, promethazine, hydrocodone and lorazepam. Concurrent conditions included skin laxity and localized adiposity. Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: patient did not conducted essure confirmation test(per pfs) and hysterosalpingogram with result: essure device was successfully occluded (per summon). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Most recent follow-up information incorporated above includes: on 13-aug-2019: pfs received. Case becomes an incident. Lot number was added. New events added: abnormal bleeding (vaginal, menorrhagia), depression and mental anguish and outcome of the previously reported pain was updated to recovering/resolving from unknown. Reporters, concomitant drugs, concomitant conditions and medical history were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area') in an adult female patient who had essure (batch no. C55837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal in 2013, miscarriage in 2009, dysuria, right lower quadrant pain, urinary tract infection, female sexual dysfunction, libido decreased, c-section and mood swings. Previously administered products included for an unreported indication: macrobid, testosterone, provera, promethazine, hydrocodone and lorazepam. Concurrent conditions included skin laxity and localized adiposity. Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems condition: mental anguish"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression and anxiety outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: patient did not conducted essure confirmation test(per pfs) and hysterosalpingogram with result: essure device was successfully occluded (per summon). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-aug-2019: quality safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain: pelvic area/pelvic pain') and genital haemorrhage ('bleeding: general abnormal bleeding') in an adult female patient who had essure (batch no. C55837) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included intrauterine device removal in 2013, miscarriage in 2009, dysuria, right lower quadrant pain, urinary tract infection, female sexual dysfunction, libido decreased, c-section and mood swings. Previously administered products included for an unreported indication: macrobid, testosterone, provera, promethazine, hydrocodone and lorazepam. Concurrent conditions included skin laxity and localized adiposity. Concomitant products included nsaids since (B)(6) 2015 and paracetamol (acetaminophen) since (B)(6) 2015. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2015, the patient experienced depression ("psychological or psychiatric problems: depression/psych injury") and anxiety ("psychological or psychiatric problems condition: mental anguish/psych injury"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain") and hypersensitivity ("allergy nos"). The patient was treated with surgery (surgical removal of coil(s)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the genital haemorrhage, vaginal haemorrhage, menorrhagia, depression, anxiety, abdominal pain and hypersensitivity outcome was unknown. The reporter considered abdominal pain, anxiety, depression, genital haemorrhage, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted: patient did not conducted essure confirmation test(per pfs) and hysterosalpingogram with result: essure device was successfully occluded (per summon). Removal date previously reported as (B)(6) 2016. Plaintiff received treatment for abdominal pain. Tubal ligation . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received. Events per pfs: abdominal pain and bleeding: general abnormal bleeding, allergy: other were added, essure removal date was updated. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.